Event description:
A zoll distributor reported that a (B)(6) year old female patient passed away at approximately 8:30 pm on (B)(6) 2014 while wearing the lifevest. The patient was in the hospital and on telemetry at the time of passing. No deficiencies were alleged against the lifevest. Asystole was detected at 18:12:57 and at 18:13:07. The lifevest detected an arrhythmia at 18:13:46. The patient's rhythm was asystole with CPR artifact and intermittent cardiac activity. No treatment was initiated for asystole, as it is considered a non-treatable rhythm. At 20:11:49, the lifevest detected ventricular fibrillation. The lifevest detected ventricular fibrillation. The lifevest electrode belt deployed gel at 20:12:05. The electrode belt was disconnected form the monitor at 20:12:15, before a treatment could be delivered. The patient passed away at approximately 20:30.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. No problems were found with the lifevest. There is no indication that the lifevest caused or contributed to the patient death. The lifevest properly detected ventricular fibrillation, but the electrode belt was disconnected before a treatment could be delivered. The patient was in the hospital on telemetry at the time of passing. Monitor sn (B)(4) - reuse. Electrode belt sn(B)(4) - initial use.